Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's sister reported "pain, shoulder pain, back pain, pain in the side of the body, can't breathe deeply, swollen, stiff breast, cysts, folds, possibility of rupture, palpable irregularities". Device status is unknown. This relates to the unknown side.